Manufacturer narrative:
Product ID 977c190, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that ¿no treatment had been taken for heat sensation of the implantation site and high impedance¿ at the time of follow-up. The patient was placed under observation without a replacement scheduled at that time. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced a ¿heat sensation of the implantable neurostimulator (ins) insertion part.¿ it was noted the patient¿s average charging time was about 40 minutes and the charging was performed with the patient lying face up with the antenna placed under their body. The ¿heat sensation was felt in about 20 to 30 minutes.¿ impedance testing performed on (B)(6) 2020 found that all impedances involving electrode #5 were over 40000 ohms; all over electrodes had ¿ok¿ values. There were no external factors in particular reported to have led or contributed to the issue. An inquiry to the hcp regarding the cause of the event noted it was ¿asked but unknown.¿ there were no surgical interventions planned or performed and the intractable chronic pain patient was alive with no injury at the time of report. No further complications were reported or anticipated.